Event description:
It was reported that this artificial urinary sphincter had mechanical issue due to fluid loss. The device was explanted and a hole in nub of balloon was identified. A new balloon was implanted. No patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter had mechanical issue due to fluid loss. The device was explanted and a hole in the nub of balloon was identified. No patient complications were reported.